Event description:
Follow up information received on 11 jan 2022: in (B)(6) 2021, the patient was hospitalized for 13 days in (B)(6) 2021. The patient underwent 3 computed topography (CT) scans with contrast done which revealed an infection from contents leaking out of the stomach into other parts of the body by either the nick of the stomach from the tube movement or from having been misplaced. The patient was treated with 2 different kinds of unknown intravenous antibiotics and a drainage bulb was placed. On (B)(6) 2022, a CT scan revealed that the infection had resolved. On an unknown date, the drainage tube was removed and the patient was discharged home.

Manufacturer narrative:
Reference number (B)(4). Additional information added to b2, b5, and b6. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Perforation and abscess are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified amount of time, the patient reported she had a "nick to the stomach and contents of the stomach seeped." An abscess formed in the jejunum and a drain was inserted.